Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Rv pacing impedance drops to 95 ohms on (B)(6) 2015 and drops to 76 ohms on (B)(6) 2015. No episodes of oversensing observed in the s2d. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2010; fr995-23, tissue valve, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced a polarity switch and triggered a warning due to low pacing impedance. There was also noise noted when the patient performed arm movements. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was fractured.